Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that episodes of post-sensed t-wave oversensing were observed on the device. No intervention was performed at this time. The patient was stable.

Event description:
Additional information received indicated the event was observed remotely. Technical support was contacted and provided programming suggestions, however, no intervention was performed at this time. The patient was stable.